Event description:
The product was used during a lung resection procedure. Reportedly, the staples did not form properly. The surgeon applied adhesion to the staple line to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/25/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.